Manufacturer narrative:
Follow up submitted to update additional information. Updated section a1, a2, b3, d6a, d6b for patient identifier, patient age, date of event, implant date and explant date. Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections h1, h2 for type of reportable event. (B)(4)

Manufacturer narrative:
Patient identifier, age, date of event, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to integrate.